Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg.